Event description:
It was reported that faradrive steerable sheath clear selected for atrial fibrillation (a fib) procedure. During the procedure, air was observed through the sheath valve. It was aspirated several times, but the air was continuously drawn. The physician suspects a valve anomaly. The procedure was completed successfully using the this device as is. No patient complication was reported. The device is not expected to be returned for analysis as discard in facility. It was further reported that air was seen in the sheath during insertion. No visible abnormalities were noted in the sheath. The farawave catheter was the only device used within the sheath at the time. Continuous irrigation flush was not present. A large number of air bubbles were observed in the syringe, but no air was detected in the patient. If the guidewire was protruding, it extended only a few millimeters. A small leak was observed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem - updated with additional narrative. H6: device codes- updated with additional code. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear selected for atrial fibrillation (a fib) procedure. During the procedure, air was observed through the sheath valve. It was aspirated several times, but the air was continuously drawn. The physician suspects a valve anomaly. The procedure was completed successfully using the this device as is. No patient complication was reported. The device is not expected to be returned for analysis as discard in facility. It was further reported that air was seen in the sheath during insertion. No visible abnormalities were noted in the sheath. The farawave catheter was the only device used within the sheath at the time. Continuous irrigation flush was not present. A large number of air bubbles were observed in the syringe, but no air was detected in the patient. If the guidewire was protruding, it extended only a few millimeters. A small leak was observed. It was further reported that there was a slight mixture of saline and blood from within the sheath. The fluid was leaking from the valve on the handle. The extent of the leak was that stains appeared, and it leaked slowly from between the valve and the catheter, and it was believed air was entering from this point. Air removal was being performed.